Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary hip replacement where an mdm liner, poly insert, and 28 ceramic head was implanted. Upon follow up the liner was still attached to the cup and the head was still attached to the stem, but the poly insert had detached from the liner and head and was dislodged in patient. The surgeon performed a revision surgery and removed the head, liner and insert. He replaced it with a constrained liner.